Event description:
Presented for cycle 2, course 1 of highdose interleukin-2, triple lumen central line for hdil-2 treatment, 720,000/kg every 8 hrs. Was inserted in an artery and brachial plexus disrupted with parathesia of right arm and fingers. Surgeon recalled - line removed and replaced. Cxr repeated and verified. Right arm sequelea resolved the next day. High dose interleukin-2 delayed but started in venous line the next day.